Event description:
It was reported that boston scientific technical services (ts) was contacted by the physician to evaluate the shock impedance measurements of nine of his patients involved in the reliance expanded polytetrafluoroethylene (eptfe) potential calcification/gradually rising low-voltage shock impedance (lvsi) field safety notice. This right ventricular (rv) lead has exhibited fluctuating shock impedance values between 115 and 130 ohms. The physician is continuing with monitoring. At this time, this rv lead remains implanted and in-service. No adverse patient effects were reported.